Event description:
(B)(6). A clinical diabetes educator called to report that the customer was in hospital because he fell out of bed and was having a seizure. The customer was diagnosed with hypoglycemia (no low bg readings were provided). The customer was treated with d50.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.